Manufacturer narrative:
(B)(4). The lot was manufactured from june 26, 2015- june 30, 2015. The device was received for evaluation. A visual inspection revealed a white particle floating in the device. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a white foreign particle floating in its solution. This was identified after the device was filled with an unspecified amount of meropenem. There was no patient involvement. No additional information is available.